Event description:
A customer obtained a non-reproducible, elevated troponin (accu tni) result for one patient. Several normal accutni results were generated on the same sample. The normal accutni result was reported to the physician. Customer did not receive any report of injury or change in patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected in a bd lithium heparin plasma tube, and was centrifuged at 4,000 rpm for 10 minutes. A system checks performed before the event met specifications. Qc was within the range prior to the event. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced multiple parts. The fse performed adjustments and ran performance tests; all results met published performance specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.